Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("migration of the device/ malposition of the device/migration of essure device location of device: right interstitial area/coil was buried in the myometrium on the right side"), device expulsion ("coil was buried in the myometrium on the right side"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida and parity (with 2 sets of twins). Concurrent conditions included irregular menstrual cycle, dizziness and appetite lost. Concomitant products included anaesthetics (anesthesia) and medroxyprogesterone acetate (depo-provera). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and migraine ("daily headaches/migraines / headaches"). In 2013, the patient experienced back pain ("lower back pain"), dysmenorrhoea ("severe menstrual cramping/dysmenorrhea (cramping)"), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss"), dermal cyst ("rashes or skin conditions type: cyst on clavicle"), weight increased ("weight gain / loss specify which one: weight gain") and abdominal distension ("other injury(ies) or complications please describe: bloating"). In 2015, the patient experienced sinus tachycardia ("blood or heart disorder / condition: type: sinus tachycardia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower, device expulsion (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant) and procedural pain ("painful post-operative recovery"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with oxycocet (percocet), surgery (underwent a tubal ligation to remove one of the essure devices) and surgery (dilation & curettage). At the time of the report, the embedded device, device expulsion, pregnancy with contraceptive device, abortion spontaneous, back pain, migraine, dysmenorrhoea, procedural pain, sinus tachycardia, tooth disorder, fatigue, alopecia, dermal cyst, weight increased and abdominal distension outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, alopecia, back pain, dermal cyst, device expulsion, dysmenorrhoea, embedded device, fatigue, migraine, pregnancy with contraceptive device, procedural pain, sinus tachycardia, tooth disorder and weight increased to be related to essure. The reporter commented: insertion procedure: 1st device inserted into r tubal ostia. Trailing coils in uterus: 3. 2nd device inserted into the l tubal ostia. Trailing coils in uterus: 3. (B)(6) 2012 the second essure device is in an unusual position, looping superior to the mid uterine fundus. Both ends of that second essure device are slightly more than 2 cm from the right uterine cornua. No contrast is seen in the right fallopian tube and no spillage is seen. In 2012, plaintiff underwent a tubal ligation to remove one of the essure devices. She still has one of the essure devices implanted. Diagnostic results (normal ranges are provided in parenthesis if available): the patient says she had taken a pregnancy test at home and it was positive. Ultrasound scan - in 2012: one coil had migrated. Normal appearing uterus, normal left tube and ovary no essure seen on the left, normal right tube and ovary. Bilateral essure fallopian tube occlusion devices are in place with the right appearing to have a hair pin loop. Very subtle borderline ileus suspected. Urinary bladder shadow appears slightly distended. On (B)(6) 2012 dye test and x-ray test showed that fallopian tubes were successfully blocked. (B)(6) 2014, status post essure device placement. The left essure device is in normal position and the left fallopian tube is occluded. On the right, the essure device is located in an abnormal location projecting just superior and to the left of midline adjacent to the uterine fundus. The right tube is patent. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: lower abdominal pain, bloated, headaches, abdominal pain, embedded in uterine wall. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff's fact sheet and medical records received. Events per pfs: blood or heart disorder / condition: type: sinus tachycardia, dental problems, fatigue, hair loss, rashes or skin conditions type: cyst on clavicle, weight gain, bloating were added. Previously reported "malposition of device" was specified as "coil was buried in the myometrium on the right side". Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device/ malposition of the device"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower, pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), back pain ("lower back pain"), headache ("daily headaches"), migraine ("migraines"), dysmenorrhoea ("severe menstrual cramping") and procedural pain ("painful post-operative recovery"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent a tubal ligation to remove one of the essure devices). At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, back pain, headache, migraine, dysmenorrhoea and procedural pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, back pain, device dislocation, dysmenorrhoea, headache, migraine, pregnancy with contraceptive device and procedural pain to be related to essure. The reporter commented: in 2012, plaintiff underwent a tubal ligation to remove one of the essure devices. She still has one of the essure devices implanted. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2012: one coil had migrated. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.